Event description:
It was reported that left hip revision surgery was performed due to painful hip and poor function. Cobalt toxicity, pseudotumour with involvement of deep capsular structures and external rotators, atrophy and tissue necrosis, fluid in hip joint reported.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.